Event description:
The customer reported that the ventilator exhibited a vent inop error and alarmed. The customer reported that there was no pt involvement or reported pt harm. Vent inop, when in use, will stop providing ventilator support to the pt. The customer returned the device to the factory for evaluation. The failure analysis technician tested the unit and was able to duplicate the reported event. Subsequent testing by failure analysis technician found the flow valve is not working. The flow valve will be replaced to correct the problem.